Event description:
Revision of acetabulum cup due to malposition.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reason for revision was a reported malpositioning of the acetabular cup at primary. The positioning was corrected when the patient was in recovery. It was reported no operative notes or patient x-rays would be made available to customer quality. Placement cannot be commented upon. A search of the complaints databases finds no other reports against the acetabular cup. The investigation can draw no conclusions with the information provided. However, product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Not returned.